Manufacturer narrative:
The hill-rom field technician spoke to the accounts maintenance that is responsible for all bed repairs. The accounts maintenance stated the last time the bed was serviced was in 2004, the hosp does not perform preventive maintenance, there is no way to know where the bed is due to having 1200 beds at the account and the bed is probably in use. The account could not produce the bed for the hill-rom technician to perform an inspection.

Event description:
Hill-rom received a user facility medwatch stating the siderail is broken on an advanta bed. A pt leaned up against the siderail, the siderail pushed away from the bed and the pt fell from the bed to the floor. The staff increased pt monitoring.